Manufacturer narrative:
This report is for 2 unknown clickx devices. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis. Placeholder.

Event description:
Hold mc. This report is for 2 unknown clickx devices. A facility reported via medwatch (B)(4), that the patient had decompression and placement of hardware (screw, soft rod, locking cap and 3d head) in (B)(6) 2011. The patient reported continued complaints of pain post operatively. Patient underwent removal and replacement of spinal hardware fixation with right-sided revision of l4, l5 and s1 pedicle screw fixation including replacement of the l4 pedicle screw and replacement of screw caps, heads and rods. The surgeon reported that he saw the screw caps at s1 were loosened, the screw head at l5 was dislodged, and the screw at l4 was loosened on the right side. No further information is available at this time. This report is 3 of 3 for complaint (B)(4).